Manufacturer narrative:
Batch review performed on 20-mar-2024. Lot 2005772: (B)(4) items manufactured and released on 16-sep-2020. Expiration date: 2025-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 2 other similar reported events during the period of review.

Event description:
At about 3 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (12mm) with a thicker one (13mm) and the surgery was completed successfully.